Event description:
It was reported sensing latency was observed between the far-field and near-field channels. Reprogramming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.